Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. As stated in the initial report, no human harm and no medical intervention to prevent human harm occurred as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump, its event log and DHR. Investigation findings: the investigation established that the event was caused by a sw upgrade failure due to a faulty hw component. The pump alarmed as designed. No manufacturing or quality issues that could have caused or contributed to this complaint were identified. Conclusion: the pump alarmed as designed.

Manufacturer narrative:
Eitan medical requested the pump and the event log for investigation. To date only the event log has been received and is currently under investigation. When the event log investigation is completed, the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.